Event description:
The patient had a bad infection at the pocket site. The patient was going to have surgery today to remove the battery and potentially the leads as well. They may also just irrigate the pocket and reimplant neurostimulator after irrigation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead, product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, recharger, product ID 37754, serial# (B)(4), programmer, patient, product ID 37744, serial# (B)(4).

Manufacturer narrative:
(B)(4).